Manufacturer narrative:
Product involved in the incident was returned to arkray USA and forwarded to the manufacturer for evaluation. Dhrs were reviewed and no records confirming the defect were observed. Archival samples meet requirements of specification. Additionally, 10 randomly selected pen needles from archival samples were assembled on pen injector. With every attempt, droplets on the cannula were observed and injection of applied dosage can be seen which confirms the correctness of the pen needle assembly on the pen and the patency of the needles. Fluid flow was obtained in all tested pen needles. Returned samples meet requirements of specification. Additionally, returned pen needles were assembled on pen injector. With every attempt, droplets on the cannula were observed and injection of applied dosage can be seen which confirms the correctness of the pen needle assembly on the pen and the patency of the needles. Fluid flow was obtained in all tested pen needles. The defect is not confirmed. Root cause analysis was not conducted. No CAPA initiated. No further action. Complaint closed.

Event description:
Customer is using techlite pen needles. Lot y58j3 - 32 guage x 4 mm - 100ct. Part 234132. He is using a "basaglar" pen that he states is made by lily kwikpen. He states the injection is not "smooth" and insulin leaks from the side. He does not believe that the techlite pen needles are compatible with this pen, but our advertising states it should be. Informed customer we can replace his pen needles and can try them with his kwik pen. Informed product will arrive in 3 to 5 business days. Gave instructions to send product back with return label. Please replace pen needles and send rl.